Manufacturer narrative:
This report is submitted april 10, 2018.

Event description:
It was reported that the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.